Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
The event describes gi bleeding and product bloods were administered. The patient would subsequently expire, care was withdrawn. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. There is not enough information to dissociate the impella 5.5 device. However, in this case, patient underlying condition likely contributed most to an outcome of death. Plan for recovery was still noted. However, the family decided to end care for the patient leading to demise. Medical safety review was completed considering the automated impella controller and demise association and noted: the event describes a false alarm/buzzer failure that had no (direct or indirect) impact on the patient's support. The automated impella controller remained in use supporting the patient. There was no interruption or compromised to the impella mcs. In this case the patient expired for reasons (underlying condition, termination of care) unrelated to the impella aic non-patient impacting event. The event will be reported as a malfunction type of reportable event. Associate director of post market clinical review noted the following: agree this occurrence does not contribute to patient outcome. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller. Patient-specific information a4: weight is unknown. Investigation: the impella 5.5 device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The major bleed/retroperitoneal hemorrhage cause cannot be determined since insufficient clinical details were provided.

Event description:
The complainant reported the patient presented from an outside after multiple shocks on the implantable cardioverter defibrillator. The patient was placed on an intra-aortic balloon pump (iabp) for support and was being worked up for heart transplant candidacy. While on unit the patient¿s right and left ventricles function continued to diminish. The physicians made the decision to remove the labp and place protek duo and impella 5.5 for more stability during heart transplant waiting. The patient was awaiting heart recovery. Approximately seven days after start of the impella mechanical circulatory support, the impella connect was coming in and out and notifying local team that a new pump is turned on and then connecting. This created false alarms for the abiomed team, particularly overnight and when not on site. The is a non-patient effect issue. Support continued uninterrupted and uncompromised. Continuing support, the most recent ejection fraction showed 13%. The patient had been placed on extracorporeal membrane oxygenation and noted to have remained on high ECMO and impella 5.5 support (performance level p-9) for recovery. Additional information updates were received and noted the patient experienced a gastrointestinal bleed. One unit of red blood cells and one unit of platelets were administered. Support continued and a plan for recovery was still noted. However, the family discussed and eventually decided to go comfort care. They ultimately decided to remove the endotracheal tube for terminal withdrawal of care. Mechanical circulatory support devices were left on. The patient expired within 20 minutes of extubation.